Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2023, the patient experienced a stoma infection, with purulent exudate and blood along with an inability to mobilize the catheter (tubing) correctly. The patient began treatment with unspecified intravenous antibiotics and a scheduled endoscopy on (B)(6) 2023 revealed that the plate was found to be completely buried. It was reported that the endoscopy service was able to remove the buried plate and a new stoma site was opened up and new tubing placed. As of (B)(6) 2023 the previous stoma site had closed and the infection had resolved.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection and buried bumper syndrome are known complications of a peg- j tube placement. Health effect clinical code of 4581 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.